Event description:
It was reported that the balloon catheter leaked during preparation for the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. The guidewire used with the catheter was not returned. Visual inspection revealed no anomalies its shaft length or balloon portion. The inflation port and proximal lumen were inspected under microscopy and the inflation port shaft appeared to be perforated. The proximal catheter shaft inside the hub appeared to be perforated. There was crystallized substance (appeared to be saline) found in the catheter as well. There were no issues observed with the coating and no other anomalies were observed. During functional testing, the 0.014" demonstration guidewire was introduced and advanced through the catheter proximal end without any difficulties. During inflation testing, the inflation device filled with water was connected to the catheter inflation port. The balloon failed to stay inflated due to the inner leak under the manifold. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible that the guidewire was inserted into the inflation port instead of the guidewire back port causing the analyzed inner shaft puncture/leakage directly within the hub inflation port which caused the leak and resulting in the balloon inflation failure. However, based on the limited information currently available, a definitive cause of the reported and analyzed issues could not be determined. Therefore a cause of undeterminable will be assigned to this investigation.

Event description:
It was reported that the balloon catheter leaked during preparation for the procedure. There were no reported clinical consequences to the patient.